Manufacturer narrative:
The failure investigation has been completed. Based on the analysis the alleged issue was verified in the pump logs; however, no failure was identified. A different issue was identified.

Manufacturer narrative:
Device not returned.

Event description:
It was reported that an alarm occurred and pump display was black. Customer attempted to charge pump; however, the issue did not resolve. Customer's blood glucose was 148 mg/dl. Customer reverted to using an alternate method of insulin therapy.